Manufacturer narrative:
Per (B)(4) final report: in order to progress with the investigation of this event, post primary and pre revision x-rays, operative notes, patient age, patient activity level, patient medical history, patient weight, an update on the patient following the revision and whether the patient experienced any sort of trauma prior to the event, has been requested, however, none has been received and thus the scope of this investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the periprosthetic fracture has not been determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix / trinity revision of the femoral stem and ceramic head after 2 days due to a peri-prosthetic fracture.

Manufacturer narrative:
(B)(4) initial report. In order to progress with the investigation of this event, post primary and pre revision x-rays, operative notes, patient age, patient activity level, patient medical history, patient weight, an update on the patient following the revision and whether the patient experienced any sort of trauma prior to the event, has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Metafix / trinity revision of the femoral stem and ceramic head after 2 days due to a peri-prosthetic fracture.